Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2017, it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2017, it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the inferior vena cava (ivc) filter was placed due to deep vein thrombosis (dvt) and pulmonary embolism (pe) while on anticoagulation therapy. The ivc filter was placed directly below the renal veins, overlying the interspace between the second and third lumbar vertebral body level to the right of the midline. Subsequent computed tomography (CT) abdominal scans in (B)(6) 2006 and (B)(6) 2007 indicated the infrarenal ivc filter was seen with no additional findings reported.